Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that bd unidentified slip tip syringe dislodges from mating component. The following information was provided by the initial reporter: they talk about the sure step foley tray system 16f latex kit the or is stating that the 10cc syringe becomes dislodged from the foley tube and the sterile water sprays everywhere. In the kit it has a slip tim 10cc syringe. The department who experienced the issue did not save the product. This was the issue and there ask is for the sure step foley tray system will bard convert the syringe back to the luer lock style?